Event description:
It was reported that the unit failed the ground leakage test. Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer's v60 unit failed the ground leakage test during preventive maintenance. The customer needed the part number for the power cord. The customer will order the power cord and replace the part. The customer was taking responsibility to correct/repair the device. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part ID of the power cord; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If additional information becomes available at a later date, a supplemental report will be submitted.